Manufacturer narrative:
Investigation summary: one photo was provided. The photo shows a syringe with solution. In the fluid path there is white foreign matter floating in the solution. It is not possible to confirm what type of foreign matter is present or where it originated from. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the needle filter 19x1-1/2 tw experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 305200, batch no: 8236651. The reporter denied any adverse events and missed doses associated with this request. The patient successfully received a dose from a new kit. While priming the syringe, the physician noticed residue or artifact inside syringe so did not want to use dose. The carton, syringe were available for return (vial discarded). Distributor instructed the reporter to retain product for return. No further information was available at the time of this report. Questions: was the product stored properly prior to dose preparation? Yes. Is the event a result of improper shipping? No. Is the event a result of a storage issue at the physician's office or patient home? No. Was the product prepared for administration? No. Was the product administered to the patient? No. Is the event a result of a natural disaster? No. Additional questions: could you provide a photograph that includes the lot number? Yes. Were non-supplied components used in preparing/administering the dose? No. Was the supplied 19g filter needle used to withdraw the dose? Yes. Was the shipping container damaged? No. Was the product carton damaged? No. Was the tamper evident seal present on the carton? Yes. Was the tamper evident seal intact when the product carton was received? Yes. Which component contains the foreign matter. Syringe. Syringe location: in the barrel on the solution side of the plunger. When was the foreign matter noticed: while priming the injection needle. Can you describe the foreign matter in terms of shape or size? Perfectly round opaque artifact inside of syringe, size of 2 pinheads. Does the foreign matter appear to be free floating or fixed to the component? Fixed. Describe any methods used to clean the vial or components? Stopper wiped with sterile disposable alcohol pad. Was the vial upright or inverted during the withdrawal? Upright. Was the dose prepared in advance? No.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle filter 19x1-1/2 tw experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 305200 batch no: 8236651. The reporter denied any adverse events and missed doses associated with this request. The patient successfully received a dose from a new kit. While priming the syringe, the physician noticed residue or artifact inside syringe so did not want to use dose. The carton, syringe were available for return (vial discarded). Distributor instructed the reporter to retain product for return. No further information was available at the time of this report. Questions: was the product stored properly prior to dose preparation? Yes, is the event a result of improper shipping? No, is the event a result of a storage issue at the physician's office or patient home? No, was the product prepared for administration? No, was the product administered to the patient? No, is the event a result of a natural disaster? No. Additional questions: could you provide a photograph that includes the lot number? Yes, were non-supplied components used in preparing/administering the dose? No, was the supplied 19g filter needle used to withdraw the dose? Yes, was the shipping container damaged? No, was the product carton damaged? No, was the tamper evident seal present on the carton? Yes, was the tamper evident seal intact when the product carton was received? Yes, which component contains the foreign matter.¿ syringe, syringe location: in the barrel on the solution side of the plunger, when was the foreign matter noticed: while priming the injection needle, can you describe the foreign matter in terms of shape or size? Perfectly round opaque artifact inside of syringe, size of 2 pinheads. Does the foreign matter appear to be free floating or fixed to the component? Fixed, describe any methods used to clean the vial or components? Stopper wiped with sterile disposable alcohol pad, was the vial upright or inverted during the withdrawal? Upright, was the dose prepared in advance? No.